Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. (B)(4).

Event description:
The consumer reported a damaged programmer antenna with a frayed cord. During the night prior to the report, the patient was sitting in a meeting and the implantable neurostimulator (ins) just turned off and the patient was not able to get it started. The patient had to use to the patient programmer without the antenna to get it started again. Relevant medical history included spinal pain.